Event description:
What the doctor learned after my initial email today was that the distal catheter was nicked when the plastics did there case. That has led to the infection and second need to remove the system. This refers to earlier complaint (B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that only 9mm of distal catheter was returned, this was visually inspected not defects were found. Review of the history device records confirmed the valve product code 82-3182 with lot crlbp8, conformed to the specifications when released to stock on the 6th november 2014. Review of sterilization was conformed to specifications when released 20th october 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.